Event description:
The reporter noted the screw driver tip broke off on the last turn as the surgeon put in a pedicle screw. "The tip was on the surgical wound and was removed with a coker". A second screw driver was available and used. There was no delay in surgery and no injury to the pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.